Event description:
Dear FDA, I am currently in need of a replacement insulin pump. Medtronic.com has said all is now in order. (It took 4 weeks from today). They told me a delivery date of 03-18-2024. As of now medtronic and their delivery contractor do not know where the pump is. Medtronic know nothing about my case with exception to what is on their computer screens and have no idea where their shipment is. Also there sales rep. Know only by her first name of "(B)(4)" has been non responsive. The information that has been shared with me by medtronic as all been false as good salespeople will do, with the introduction of electronic communications, I am suspicious of fraudulent activity. Also the pump I am currently using (medtronic 670g) has failed. The pump itself is operational, but the cgm which is a key component has failed within the pump. This failure occurred on (B)(6) 2024 and medtronic is aware of this. My blood glucose levels have risen from an average of 200-250 to over 400 on a continuous basis causing physical side effects. As I am knowledgeable about my condition, I have the ability to adjust, but my concern is not only for me, but for other customers that may be having a similar issue which may lead others to more serious side effects. Tomorrow 03-19-24 I will be contacting my health insurance (B)(6) to stop payment for a device that was never received as well as possible fraud from medtronic inc. I hope you will look into this issue and see if other people are affected. If you wish to contact me further please feel free. Medtronic account# (B)(4) for (B)(6), pump order date 02-19-2024, pump deliver date (not delivered) 03-18-2024, todays date 03-19-2024, (B)(6). Reference report: mw5153040.